Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he couldn¿t change to programming group b and had pain in his back and legs since the day before the report. The patient stated he was not feeling stimulation down to his feet and right side since the day before the report. The patient noted he was feeling strong stimulation when laying down and did not have any traumas or falls related to the issue. The programmer showed that stimulation was on and could not change stimulation. The change in therapy or symptoms was considered sudden. The patient had contacted his doctor about the issues. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.